Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in the incident, a technical support specialist (tss) dialed into the server and verified that the inventory report matched the manage inventory data on the server. The customer was contacted to confirm whether the issue had been resolved. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ es server, inventory was not updating across all stations. The customer also stated that reports were not updating when printed. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.